Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on available information, the cause of the reported thrombus is unable to be determined. The reported patient effect of thrombus, as listed in the mitraclip system instructions for use is a known possible complication associated with mitraclip procedures. The reported serious injury/ illness/ impairment was the result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
This is filed to report a thrombus. It was reported that a mitraclip procedure was performed to treat functional mitral regurgitation (mr) grade 3+. After the clip (cds0705-ntw lot: 20104r164) entered the left atrium, something was observed fluttering on the tip of the clip via echocardiogram imaging. The clip delivery system (cds) was removed and it was confirmed a thrombus had adhered to the clip. The thrombus was fully removed from the patient body. A replacement cds was used to complete the procedure. There were no patient consequences or clinically significant delay. No additional information was provided.